Manufacturer narrative:
The verify steam integrating indicator subject of the reported event is being sent back for evaluation. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the indicator leaked blue ink into their instrument tray during a sterilization cycle. A procedure delay was reported as the instruments were reprocessed. No report of injury.

Manufacturer narrative:
The verify steam integrating indicator subject of the reported event was sent back for evaluation. Evaluation results confirmed that the wicking strip within the verify steam integrating indicator had leaked out of the side of the indicator causing user facility personnel to observe the blue ink on their instrument tray. Steris will continue to monitor for similar events. No additional issues have been reported.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.